Manufacturer narrative:
The device was returned, and the evaluation found the equipment did not emit image and it showed deterioration of connector which caused a b30 scope communication error to be displayed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source was connected to the endoscope, and it did not emit image. There were no reports of patient harm.